Event description:
On 10/01: customer reports, performing a cystoscopy with retrograde cystogram and stent placement on a (B)(6) male when fluoro failed. The procedure was completed and physician was attempting to take one last look under fluoro and perform a confirmation rad image of the stent placement, when the failure occurred. Procedure was considered complete. No reported injury to pt.

Manufacturer narrative:
Pending investigation report. Upon receipt of investigation, a medwatch 3500a supplemental report will submitted.